Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) pacing halted during the implant procedure and unstable thresholds were observed. The rv lead was secure in the implantable pulse generator (ipg) header. It was unclear if the pacing problem was due to a device or lead issue. The physician elected to implant an alternate ipg and lead as the patient had complete heart block. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.